Event description:
It was reported that a patient had a follow-up appointment with their implanting physician on (B)(6) 2025, and the patient mentioned they fell a month ago and even though lights on the patient's remote show all green, their therapeutic results from the stimulator have changed and are now much worse. The physician ordered x-rays on the patient and will decide the next plan of action based on the results. The representative followed up with the patient and advised that their overactive bladder and fecal incontinence issues are still worsening. According to the physician but not below their baseline, the x-rays did not show any abnormalities. The representative is in contact with the physician to determine next steps/actions to help the patient. The patient had revision surgery on (B)(6) 2026. It was decided to add another system ipg and lead to the patient's left side, and keep the right side ipg and lead, but leave off for now, since there were no impedance issues noted on the lead on the patient's right side. The patient is doing well and responding to the device placed on the right side on (B)(6) 2026. The patient mentioned their fecal incontinence is better, and their urinary urgency frequency and incontinence are similar to before. Next actions are to follow up in 4 weeks with the patient to see if adjustments are needed.

Manufacturer narrative:
Block d2b: product code - additional product code qon block g4: premarket / 510(k) # - additional premarket/510(k) p190006.